Event description:
This report was received from global pharmacovigilance (gpv) and is a is a solicited report by a nurse from the (B)(6) of no growth peritonitis in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies for automated peritoneal dialysis (apd). It was not reported if extraneal viaflex and physioneal, unspecified product therapies were ongoing. On (B)(6) 2011, the patient experienced no growth peritonitis. On (B)(6) 2011, the patient began remedial therapy with vancomycin and gentamycin. On day two and three of remedial therapy, the patient received gentamycin. On (B)(6) 2012, remedial therapy with gentamycin was withdrawn and vancomycin was ongoing. On (B)(6) 2012, the patient began a fourteen day course of ciprofloxacin. The peritonitis was resolving. An opinion of causality was not provided for the event of peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.